Manufacturer narrative:
On march 4, 2025, he mentor failure analysis lab received a device, lot 9998163, for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 23, 2025, mentor received additional information clarifying that the suspect medical device and the replacement device information were erronously switched. The correct suspect medical device is a 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9998163 sn: 9998163-018. The correct replacement device is a 300cc mentor memorygel breast implant (catalog: 3503004bc lot: 2005501 sn:(B)(6).

Manufacturer narrative:
On april 3, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 300cc breast implant was found to be ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a 300cc mentor memorygel breast implant ruptured intra-operatively, during a breast augmentation surgery. There was no report of an adverse effect or patient consequence. Another device was implanted: 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9998163 sn: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).